Event description:
The reporter stated that there was insufficient solvent between the tubing and valve. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
Five samples were received and examined. The tubing had separated from the female luer lock (fll) where it was bonded to the check valve. The tubing section was not received with the sample, but there was evidence on the fll that solvent had been applied. The second sample showed that the male luer lock (mll) had separated from the female port of the check valve. The mll was not received with the sample, but there was visible evidence of solvent on the female port. There were no separations on the remaining 3 received samples, which were leak tested. One sample had no leaks and showed no evidence of a physical defect. The remaining 2 samples leaked at the check valve/ mll interface. One was due to the mll backing out during the bonding process. The other unit leaked due to a cracked mll. The device history was reviewed with no related issues noted. Smiths was able to confirm the issue. No root cause could be determined for the separations on the first 2 samples without examination of the remainder of the components. One sample leaked due to a cracked mll. No root cause could be determined for the damage. One sample leaked due to a bonding issue. It appears this unit was inadvertently missed during the inspection process. No issue could not be confirmed for one unit. This issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.